Event description:
The international philips field service engineer (fse) reported a portion of the ventilator¿s touchscreen was unable to be manipulated during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone number: (B)(6).

Manufacturer narrative:
The visual inspection of the customer returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified that the touchscreen failure could not be confirmed because all electrical testing was in specification and no faults were found.

Manufacturer narrative:
Additionally, the field service engineer reported that the navigation ring was found unresponsive during servicing of the device. The device was evaluated by a philips international field service engineer (fse), confirming the reported issues. The philips international field service engineer (fse) replaced the touchscreen and the navigation ring. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.